Event description:
As reported, during an electroporation procedure, a safe-t-j rosen catheter exchange wire guide became stuck/clung to the myocardium. Another manufacturer's ablation catheter was used during the procedure. The wire was not altered prior to use, and resistance was not encountered upon insertion of the wire. The wire clung to the myocardium and was unable to move within the catheter lumen. The wire and catheter were able to be removed together and the procedure was re-started. Per the reporter, although there was a risk of infection and tamponade due to the wire getting stuck in the myocardium, the patient did not develop either tamponade or an infection. Per the reporter, the same problem has occurred "several times". The previous events will be reported under patient identifier (B)(6).

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B3: date of event "(B)(6)" e1: customer name and address = phone: (B)(6) g4: PMA/510(k) number = k171764 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d9, d10, h3 d10: updated details for the boston scientific ablation catheter. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received (B)(6) 2023 and (B)(6) 2023. Resistance was encountered upon wire insertion. The device will not be returned.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: h6 (annex a) summary of event: as reported, during an electroporation procedure, a safe-t-j rosen catheter exchange wire guide became stuck/clung to the myocardium. Another manufacturer's ablation catheter was used during the procedure. The wire was not altered prior to use. Resistance was encountered upon insertion of the wire. The wire clung to the myocardium and was unable to move within the catheter lumen. The wire and catheter were able to be removed together and the procedure was re-started. Per the reporter, although there was a risk of infection and tamponade due to the wire getting stuck in the myocardium, the patient did not develop either tamponade or an infection. Per the reporter, the same problem has occurred "several times". The previous events will be reported under patient identifier (B)(6). Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found ten relevant non-conformances for incorrect flexibility; however, all affected product was scrapped and not replaced. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿do not attempt to torque the wire guide. Use medical imaging when you manipulate the wire guide. Do not advance or manipulate the wire guide without visual evidence of the corresponding movement of the distal tip. Do not advance or withdraw a wire guide when resistance is encountered, as a perforation could occur.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. Although ten relevant non-conformances were noted on the lot, all non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. Although it is possible that the patient¿s anatomy contributed to the event, as the user reported encountering resistance while inserting the wire, this cannot be definitively determined. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.